Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 583 mg/dl. Customer reported symptoms of nausea and dizziness. Customer mentioned that his average blood glucose readings are between 260 mg/dl and 280 mg/dl. Customer stated that he feels he is not getting enough insulin through out the day. Customer also stated that he feels the insulin pump is working fine and that his settings need to be adjusted. Customer's blood glucose reading at the time of the call was 99 mg/dl. Customer declined troubleshooting. No further information reported.